Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call to ensure the patient condition improved (daughter) and the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Mother is calling on behalf of her daughter. At the time of the call, the daughter had felt well and did not report any symptoms. Mother stated that the daughter, who is not diabetic, had tested with her meter and had obtained a result of 301 mg/dl fasting. Daughter had increased thirst at the time. After obtaining the result of 301 mg/dl, daughter had gone to the hospital and they had tested her blood glucose with their device and obtained a result of 89 mg/dl fasting; tests were performed 20 minutes apart. Daughter was diagnosed with a uti and was given IV fluids and antibiotics. The product was not stored according to specification (stored in the bathroom); customer did not have any test strips and was unable to provide lot information. The customer did not have another vial of test strips. No meter results obtained.